Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that sensing was reprogrammed from bipolar to unipolar and no further oversensing was observed. The physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited out of range intrinsic amplitude measurements, noise and oversensing that resulted in pacing inhibition for 2-3 seconds. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.